Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the intermittent no x-ray. The wheel rotation was lubricated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not perform fluoroscopic x-ray, and that the directional wheels were jammed. No patient injury was reported.